Manufacturer narrative:
Qn# (B)(4).

Event description:
The customer reports the guidewire bent and when pulling the wire, it was difficult and frayed.

Manufacturer narrative:
(B)(4). The customer returned a single guide wire and lidstock for evaluation. The guide wire was separated into two pieces and showed evidence of use. Visual examination revealed the guide wire is unraveled and separated from the proximal weld and has a single kink towards the distal end of guide wire body. The distal j-bend core wire is intact. Microscopic examination of the guide wire confirmed the core wire was broken adjacent to the proximal weld and that the weld was present at the end of the coil wire. The distal weld appeared full and spherical. The kink in the guide wire body was measured at 182 mm from the distal tip. The broken core wire measured 600 mm in length, which is within the specification of 596- 604 mm per product drawing; therefore no pieces of the core wire appear to be missing. The outside diameter (od) of the guide wire was also within specification. A manual tug test confirmed the distal weld was intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report that the guide wire was kinked, separated and unraveled was confirmed through examination of the returned sample. The core wire was separated near the proximal end. The swg body also contained a single kink towards the distal end and offset coils. The swg met relevant dimensional requirements and a device history record review was performed based on sales history with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, it was determined that operational context caused or contributed to this event.

Event description:
The customer reports the guidewire bent and when pulling the wire, it was difficult and frayed.